Event description:
Following the battery performance alert (bpa) advisory, a battery performance alert was received by the clinician and awaiting explant. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested, but not yet available.